Manufacturer narrative:
510 k: k160229. Device evaluation: complaint device was not returned therefore a document based review will be performed. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1658739 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1658739. The notes section of the instructions for use, ifu0110-6 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110-6). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle may not have been fully retracted into the sheath and got damaged. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The broken needle part was removed with a grasping forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Important, note that the needle tip was broken during the procedure, but is not inside the patient, tip has been removed. You can see the tip in on one of the pictures. "As per complaint form": ebus procedure for lung cancer in 4r 12mm lesion. During the procedure dr see the needle broke and removal the part with a grasping forceps. Finish the procedure with other needle without any problem a section of the device did remain inside the patient¿s body. Part of the needle please see. The patient did not require additional procedures due to this occurrence. We have to remove the part of the needle broken. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Remove the part of the needle.